Event description:
It was reported that the customer experienced a low blood glucose (bg) level (specific value was not known) and "passed out". Customer was subsequently hospitalized. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event and continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.